Manufacturer narrative:
Additional information: b5, d4, d9 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. One other complaint has been reported for this batch number. No further feedback was received from the user facility concerning whether any samples were available, and no sample was returned for evaluation. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. Based on the available information, it is assumed that the leaks were coming from the recirculation port of the oxygenator. The cause has been identified during investigation of similar complaints and a further root cause analysis was initiated to implement corrective and preventive actions.

Event description:
A user facility reported, during priming of 15 xlung kit 230s of the same batch number between the dates of 16/sep/2024 and 11/dec/2024, fluid leaks occurred from the post-sampling port pigtail attachment to the oxygenator. Exact dates of each occurrence was not provided. There was no indication of patient involvement. The complaint samples were not returned for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported, during priming of the xlung kit 230, leaks occurred with the kit. The leak was coming from the post sampling port pigtail attachment to the oxygenator. There was no indication of patient involvement. The complaint sample was available for product investigation.